Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. D9 g1 h3, h4, h6: part: 513.005 lot: f-29387 manufacturing site: selzach supplier: (B)(4) release to warehouse date: 24 january 2020 a manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. Visual inspection: the complaint device drill bit ø1 l46/34 2flute (part no-513.005, lot no-f-29387) was returned to customer quality (cq) west chester for investigation. The drill bit was bent. No other issues were identified. Device/defect identified: yes document /specification review: based on the date of manufacture, the current and manufactured version of drawings for the part were reviewed: drill bit ø 1.0mm, l 46/34, 2-flute, (current and manufactured) dimensional inspection: measured dimension: diameter: (conforming) complaint confirmed: yes, the complaint condition of broken can be confirmed based on the available information. Conclusion: the tip and shaft of the drill bit had been bent during usage, hence the complaint could be confirmed. During investigation no manufacturing or design discrepancies were identified. A definitive assignable root cause cannot be determined from the provided information but it could be higher resistance experienced by the drill but during surgery. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Initial reporter is a synthes employee. Device is not distributed in the united states, but is similar to device marketed in the USA. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(6) reports an event as follows: it was reported the drill bit split and bent during the procedure on (B)(6) 2021. The procedure was successfully completed with no delay. The patient status was reported as okay. This report is for a drill bit. This is report 1 of 1 for (B)(4).